Manufacturer narrative:
Since no photos or samples displaying the reported condition of component damage - leak were available for examination, we were unable to fully investigate this incident. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance.

Event description:
It was reported that the bd q-syte¿ needle-free connector with 15cm a small crack was found which caused leakage. The following information was provided by the initial reporter, translated from chinese to english: during the flushing process of the patient, it was found that there was liquid leakage at the joint of the sealing joint of the separator membrane, and a small crack was found after careful inspection.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ needle-free connector with 15cm a small crack was found which caused leakage. The following information was provided by the initial reporter, translated from chinese to english: during the flushing process of the patient, it was found that there was liquid leakage at the joint of the sealing joint of the separator membrane, and a small crack was found after careful inspection.